Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/15/2015 with the following findings: a review of the pump¿s black box history showed that no errors, alarms, or warnings related to the complaint were recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The force sensor calibration reading was found to be out of the required specifications. The pump case was removed and no defects were found to the force sensor pins or solder connections. There was no evidence of cracked force sensor traces. The force sensor resistance reading was found to be out of the required specifications. Evidence of contamination was found on the force sensor plate. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The complaint that the pump was priming the tubing during the load step was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.